Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 28 mg/dl; cause was not known. Reportedly, customer lost consciousness. The customer received intravenous fluids of sugar water and normal saline. The customer was discharged from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Clinical technical support (cts) advised the customer to consult with their healthcare provider to discuss factors that might be affecting their blood glucose levels, and the customer acknowledged this advice. Ultimately, the customer reverted to an alternate method if insulin therapy.